Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician was able to ablate successfully the left inferior pulmonary vein (lipv), after this, a little kink was observed in the guidewire and it was noticed that it became stuck. The device was removed from the body and when attempted to remove the wire, the back end unraveled. Both catheter and wire were replaced and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, the device was returned with a guidewire inserted. The guidewire was retired without abnormalities, a new guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The complaint was not confirmed through analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician was able to ablate successfully the left inferior pulmonary vein (lipv), after this, a little kink was observed in the guidewire and it was noticed that it became stuck. The device was removed from the body and when attempted to remove the wire, the back end unraveled. Both catheter and wire were replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.